Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID kdr701 ipg, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead impedance was low. The physician chose to retain the lead rather than replace due to the good sensing values, the patient¿s age and since the patient is only paced in the rv 7% of the time. The lead remains in use. No patient complications have been reported as a result of this event.